Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. On follow up computed tomography showed a potential type 3b endoleak with sac growth. The physician elected to reline the stent with another bifurcated stent. The patient is in stable condition.